Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer alleged that the pump software did not suspend insulin delivery; however, tandem technical support performed pump data log review and confirmed that the pump was operating as intended. Reportedly, customer continued using pump for insulin therapy.